Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the device found that the outer body catheter was kinked and compressed. The stent was partially protruding thought the outer body distal end. The inner body was kinked and fractured but connected by inner braid (still one piece). Blood was found in the inner body and outer body. The inner body bumper marker was butted against the stent proximal markers. The stent was successfully deployed during functional testing, however a lot of friction was noted when moving the inner body in the outer body. The findings are indicative of high friction during deployment. Identified possible causes are: highly tortuous anatomy and inadequate flush. Because of the high friction, the user may have applied excessive force between the inner and the catheter in an effort to deploy the stent. This tensile force in the catheter can cause stretching of the microcatheter, and the corresponding compressive force in the inner can cause compression the inner, which may manifest itself as buckling, bending, and possibly kinking and breakage. The blood found in the returned device can be an indication of inadequate flush, however additional information stated that continuous flush was maintained. Additional information did indicate the anatomy to be severely tortuous but the physician did not believe that it resulted in a higher deployment force. Therefore, based on the information available, the root cause for the damages found cannot be definitely determined.

Event description:
Analysis of the device revealed that the stent was partially protruding from the outer body distal end. There were no reported clinical consequences to the patient.